Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her child's blood glucose (bg) was running high on (B)(6) 2013 for the day, while the wearing pump. She states they changed site/cartridge/tubing/insulin bottle, and denies any problems with insertions. Bg dd not respond and she was instructed to go to the emergency room. The patient was admitted to hospital on (B)(6) 2013 with diabetic ketoacidosis (dka) and a bg over 600 mg/dl. The patient was transferred to ICU, taken off pump, and put on IV insulin drip. The bg responded and the patient was sent to a regular room yesterday, taken off IV and put back on pump with new site/cartridge/set and the bg started to go back up walked through everything on pump, could not find anything mechanically wrong with pump. Mom denied anything wrong with any of sites that were inserted. The patient was again taken off pump and put on manual injections. Health care provided advised mom was due to the pump and wants pump replaced. Customer technical support (cts) reviewed basal programs with mom and they were set correctly, and walked through everything on pump, could not find anything mechanically wrong with pump. Mom noted that the day before admission to hospital she had tried to increase basal rates per hcp instruction. This complaint is being reported due to the allegation that a patient experienced dka related to a pump malfunction.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.